Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a bvvi alert through merlin transmission. No alerts were observed during interrogation. Patient will be follow-up normally.

Event description:
Upon further investigation, it was noted that the backup vvi transmission was inappropriately sent. The transmitter misinterpreted a weak rf signal when communicating with the device as a bvvi state in the device.